Event description:
It was reported that the right ventricular lead was unable to capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator 2013 (B)(6). (B)(4).